Event description:
Boston scientific crm received information that during the implant procedure, after this left ventricular lead was implanted, this patient experienced chest pain and hypotension. Subsequently, the patient experienced a respiratory arrest that led to a cardiac arrest. Despite cardiac massage and defibrillation efforts, the patient died. It was not suspected that the death was related to a product malfunction.

Manufacturer narrative:
Not returned. According to the available information, this patient experienced a cardiac arrest and died. Should additional information become available, this event will be updated.